Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw report: 3011649314-2026-00960.

Event description:
On(B)(6) 2026, a healthcare professional reported that a glidewell ht implant failed. The patient's bone type is iii, and their oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #20. The patient returned on an unknown date at the second stage of surgery. Upon examination, the provider noted that the implant had lost osseointegration. The device was removed on (B)(6) 2025 and replaced. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.